Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia procedure on unknown date and absorbable straps were used. During the procedure, the tip of the device fell off in to the patient. The tip was retrieved and no additional dissection required. The procedure was completed with another like device. There were no patient consequences reported.